Event description:
A customer observed repeated false positive total beta-hcg results on a pt sample. The result did not match the pt clinical picture. Non-ocd assays gave negative results. A false positive result could lead to inappropriate physician action. There was no report of pt harm as a result of this event.